Event description:
Patient was to have both knees injected with synvisc one. After injecting 1 knee patient had severe reaction. Attempted to call md for details with no luck. Dose or amount: 48mg 1x only intraarticular. Dates of use: (B)(6) 2015. Diagnosis or reason for use: osteoarthritis.